Event description:
It was reported via clinical study that this patient underwent an initial total shoulder arthroplasty. Subsequently, the patient noticed erythema and warmth around incision leading to the discovery of a superficial infection. The surgeon attempted aspiration, ordered labs, and provided oral antibiotics. Construct remains implanted. The outcome is considered resolved. The patient had a healed incision at follow up appointment.

Manufacturer narrative:
D10: 322-46-13 - 145-deg pe 46mm const hum liner +2.5: (B)(6). 322-10-00 - humeral adapter tray, +0: (B)(6). 320-08-46 - glenosphere exp 46mm +4mm offset: (B)(6). "320-15-06 - reverse glenosphere baseplate" 320-15-05 - eq rev locking screw: (B)(6). 308-02-13 - distal stem 308-05-27 - distal fixation ring 308-09-00 - small prox body +0: (B)(6). 308-15-01 - taper locking screw 0: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.